Event description:
This is an international report of a mini cap where it was found to be leaking. The product has not been used on the patient. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. The reported event was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.